Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure for bleeding performed on (B)(6) 2025. During the procedure, the handle clip could not be deployed despite multiple attempts to push and pull it. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient date of birth was reported to be on (B)(6) 1961. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. H11: the returned resolution clip was analyzed; the device did not return for analysis. The clip assembly stuck into the bushing without any activations and with handle without any visible failures. Microscopic analysis was performed; no activations were performed on the device. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Upon analysis the clip assembly returned stuck into the bushing, therefore, functional testing cannot be performed. It was found that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. After the soft deployment occurs, it could happen that upon reopening the clip, the capsule gets detached, and when the physician tries to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction. Based on all gathered information, the most probable cause selected is adverse event related to procedure.

Manufacturer narrative:
Block a2: patient date of birth was reported to be on (B)(6) 1961. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure for bleeding performed on (B)(6) 2025. During the procedure, the handle clip could not be deployed despite multiple attempts to push and pull it. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.